Event description:
Philips received a complaint from the customer reporting low tidal volume occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
A service proposal was provided to the customer for corrective service; however, the customer did not accept the proposal. Therefore, the reported issue and final disposition of the device cannot be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.